Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6)_ 2014. Lab: 0.5. Time between tests: less than an hour. The customer stated that the meter was not in the correct mode when finger stick was performed.

Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. Improper use of the meter was identified in the complaint. This could not be ruled out as a cause of the unexpected results. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. No further investigation wil be pursued at this time. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.